Manufacturer narrative:
Device received with no scratches on lcd display window noted. Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime or a33 test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. No moisture or missing segment noted. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reported that insulin pump had buttons not responsive, scratch on screen making it difficult to read, foggy screen and squirts insulin when priming as well as motor takes longer to load. Customer¿s blood glucose level was unknown. Customer stated that diminished battery life and slower rewind. The device will not be returned for analysis.